Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading over 500 mg/dl. The bolus history showed that the customer was not entering in the blood glucose level for the bolus wizard to calculate a correction in addition to covering for food through out the day. The customer stated that she did not enter his blood glucose levels 4 times during the day and that she now entered boluses each time an injection was done. The customer then stated that she used a model mmt-399 quick-set infusion set. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.